Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was evaluated by the physician on (B)(6) 2017, due to her ipg site being red, warm and swollen. The patient also presented with a low grade fever. The patient had recently undergone surgical intervention on (B)(6) 2017, where the ipg was repositioned (reference MFR report: 1627487-2017-00628). The patient was treated for a possible blood clot or infection with pain medication and antibiotics. The patient¿s ipg site was still tender during a follow up appointment. Additional information received indicated the patient had blood tests done on (B)(6) 2017.

Event description:
Additional information received identified the patient¿s blood test results were normal and that there is no further intervention planned.